Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an unexpected outcome (overcorrection), post operative spherical equivalent was greater than two diopters in the right eye of a patient.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. There was no service record relevant to the reported event, found. However, the system was last serviced prior to the reported event per service record (sr). The system found to meet all cosmetic and performance standards at that time. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).